Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Upon visual inspection of the instrument the fse discovered bubbles being drawn into the substrate pump via the pump seal. The fse rebuilt the substrate pump with a new pump seal, belt and pulley. After performing all repairs the fse primed the substrate subsystem and noted that there were no bubbles present. A substrate decontamination procedure and routine system check were also performed post-repairs. The system check passed within instrument specifications. In conclusion, a hardware malfunction of the substrate pump seal is the cause of the ind (indeterminate) flagged access accutni+3 results obtained by the customer. A malfunctioning seal would allow air (seen as bubbles) into the substrate subsystem causing intermittent substrate delivery. This intermittent substrate delivery could cause low relative light unit (rlu) recovery leading to either low or ind flagged results in sandwich assays such as the access accutni+3 assay.

Event description:
The customer reported obtaining ind (indeterminate) flagged troponin I (access accutni+3) results for two (2) patients on the laboratory's access 2 immunoassay system serial number (B)(4). There were no indications that the customer reanalyzed the patients' samples after the event. The initial ind flagged access accutni+3 results were not released from the laboratory. There was no report of a change to patient treatment or care in conjunction with this event. An access accutni+3 calibration, prior to the event, passed within assay specifications. Cts (customer technical support) attempted to troubleshoot the issue via telephone by having the customer perform a routine system check. The system check failed due to elevated washed and substrate %cvs (coefficient of variation) parameters. Cts had the customer verify that the substrate probe, fittings, tubing and bottle were operating within specifications; no issues were noted. The customer then primed the substrate system per recommendation of cts and performed a second routine system check. This second system check also failed due to an elevated substrate %cv parameter. No information regarding qc (quality control) was provided. The customer did not supply any information regarding sample collection or processing (including centrifugation information) in regards to this event. There were no reports of sample integrity issues related to the patient samples in question. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.